Event description:
It was reported that during cleaning and sterilization, the customer noted a 'frayed cable' on the pk dissecting forceps instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both pitch cables were found to be broken at the distal clevis hub. The cable segments that contain the crimp were still installed in clevis. The clevis does not exhibit any damage or wear marks. Other cables at wrist were not damaged. Additional observation not reported by site was a bent grip. One grip was found to be bent, causing side to side misalignment of grips. There was a .140 offset at the tips. The bent grip had a separation on the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Instrument passed electrical continuity test. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.